Event description:
It was reported that the reload was not fitting in the crotch of the stapler. When the scrub tech pressed on the distal end of the reload, the proximal end would lift. The stapler was fired appropriately with no issues. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 599c36. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with the soft touch of the proximal nozzle damaged and with a gst45g reload present. The reload was received unfired. During the functional test, the firing trigger does not activate the motor. Due to the condition of the device, no functional test was performed. The device was disassembled to verify the internal components and a faulty pcb has been identified. There is damage to the connection between the main pcb and the right pcb the device event log was reviewed. This instance of the error was not the same as we have seen previously. A faulty pcb has been identified, but the root cause for this damage or the event log error has not been determined. The event described could not be confirmed as the returned reload was placed and removed with no issues noted in a test device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 599c36, and no non-conformances were identified.